Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2009. According to the patient, she experienced continued postoperative pain and had a partial sling removal on (B)(6), 2009. The patient had a post operative hematoma after the second surgery. It was reported that there was no pain relief after the revision surgery. The patient had several medication trials for nerve pain, ongoing pelvic physical therapy, pessaries, bladder instillations, two pudendal blocks, and vaginal injections. The exact date of each treatment is unknown. The patient continues to experience pain and is currently taking norco (date prescribed unknown). Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.